Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of the ins turning off was not determined. It was stated that the patient¿s recharge sessions were good and that the ins was expected to have been charged when it turned off unexpectedly. The ins was verified to be turned off by the patient¿s physician and it was noted the patient was to be hospitalized and monitored due to the issue and that their ¿physician suspected misusage of the device.¿ impedance testing was performed and found ¿good¿ impedance values. It was noted the patient had since been seen during a follow-up visit and that they were receiving effective therapy at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the implantable neurostimulator (ins) turns off unexpectedly. The cause of the event was unknown. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.